Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mk6851 batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: the diagnosis and indication for the index surgical procedure? - capsular contracture and ruptured left saline implant. What tissue type and location of the suture placement? - subcutaneous and skin inframammary fold. What tissue dehisced? - no. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? - thin from necrosis. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? - no. Did the patient receive any prophylactic antibiotics pre-, intra-op? - yes. It was reported that cultures were performed on (B)(6) 2019. Were cultures performed on (B)(6) 2019? If yes, results? - 10/3 no growth, few white blood cells seen, 7/19 staph. On (B)(6) 2019, what tissue was resutured with 4-0 pds? Product code and lot # for 4-0 pds? - tissue resutured, yes removed were all sutures (y497g, 4-0 pds) removed on (B)(6) 2019? - yes was only 4-0 nylon removed on (B)(6) 2019? - yes other relevant patient history/concomitant medications - hx: hyperthyroid if applicable, will product be returned, return date, tracking information - no. The following information was requested but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure did all the reported issues occur in the left breast? If not, please indicate which breast experienced the reported issues on (B)(6) 2019? Events reported via mw 2210968-2020-01735, 2210968-2020-01736, 2210968-2020-01738.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What tissue type and location of the suture placement? What tissue dehisced? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra-op? Did all the reported issues occur in the left breast? If not, please indicate which breast experienced the reported issues on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019? It was reported that cultures were performed on (B)(6) 2019. Were cultures performed on (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019? If yes, results? On (B)(6) 2019, what tissue was resutured with 4-0 pds? Product code and lot # for 4-0 pds? Were all sutures (y497g, 4-0 pds) removed on (B)(6) 2019? Was only 4-0 nylon removed on (B)(6) 2019? Other relevant patient history/concomitant medications. If applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event? Events captured in mw 2210968-2020-01735, 2210968-2020-01736.

Event description:
It was reported that the patient underwent left breast procedure in (B)(6) 2019 and suture was used to close the incision. On (B)(6) 2019, the patient returned, had another opening in the incision, wound dehisced, closed with different suture and was prescribed another dose of leviquin. On (B)(6) 2019, leaking stopped, cultures were negative for growth. On (B)(6) 2019, the sutures were removed. It was reported that the patient experienced dehiscence on (B)(6) 2019 however it was also reported that sutures were removed on (B)(6) 2019. Additional information has been requested.